Manufacturer narrative:
Correction: h10 updated/ corrected the reported events were high capture threshold and lead noise at implant. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed the insertion test into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot, which may have contributed to the reported field events.

Manufacturer narrative:
The reported events were high capture threshold and lead noise at implant. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot, which may have contributed to the reported field events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the physician noted high capture threshold and noise. A replacement lead was used to successfully complete the procedure. The patient was in good condition during and after operation.